Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2020. Customer¿s blood glucose level was 200 mg/dl at the time of incident. Customer also reported that cannula was bent and no delivery alarm. Customer was assisted with troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.